Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified a flat crease, a curved sharp opening on the valve bond edge. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as an unidentified tear opening.

Event description:
Device has been explanted.